Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the sorter cup suction pad, and performed alignments for sorter testcup positions. The aia-2000 instrument was functioning as intended. No further action required by field service. The probable cause of the event was misalignment of sorter cup position. A complaint history review for serial number (B)(4) was conducted from 11-aug-2014 through 11-sep-2015 for similar complaints .there were no complaints reported during this time period similar to the present issue.

Event description:
On (B)(6) 2015 a customer reported error 4051 (sorter z-axis home detection failure) with their aia-2000 analyzer. The customer was unable to run patient samples on lhii a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of lhii patient results. There was not indication of any patient intervention or adverse event consequence due to the delay in reporting of patient results.